Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible undersensing on the right ventricular (rv) lead and possible premature ventricular beats were noted.  The lead and implantable pulse generator (ipg) remain in use. No patient complications have been reported as a result of this event.